Event description:
As reported by the field, prior to surgery and after opening the packaging of a prowler select plus 150/5 cm microcatheter (606s255x, 31365448), the physician flushed the microcatheter (mc) with saline. The fluid was able to flow out from the microcatheter. The physician inserted a 0.014-inch guidewire (other brand) into the microcatheter. The guidewire was impeded in the distal of the microcatheter and could not be advanced any more. The physician switched to a new microcatheter and used the same guidewire to complete the surgery. The first microcatheter wasn¿t used in patient. There was no patient injury reported as the device was not clinically used. Additional event information received on 13-nov-2024 indicated that the event did not result in any undue procedural delay that could be considered clinically significant. Based on the product analysis of the device received, the device contains foreign material. A non-sterile prowler select plus 150/5 cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages were noted. The presence of hydrophilic coating was confirmed.

Manufacturer narrative:
Product complaint #(B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis of the device received, the device contains foreign material. The findings meet regulatory reporting criteria. Section e1: initial reporter phone: (B)(6). The microcatheter was flushed using a lab-sample syringe, then a lab-sample guidewire was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter; however, there was significant resistance. While advancing the guidewire, a compressed condition was noted at 27.5 cm from the distal end of the microcatheter. A dissection was made, and a cluster of fibers was found. After removing the cluster, the guidewire was able to be advanced more freely; therefore, this could be related to the occlusion experienced by the customer. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Although no occlusion was found during functional test, the complaint is confirmed based on the high resistance experienced while advancing the guidewire. With the limited information available and evidence obtained from product investigation, a root-cause of such condition remains unknown; however, it is possible that the cluster of fibers could be the result of multiple factors including procedural elements since as part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent defective devices from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.